Manufacturer narrative:
G4: 11dec2020. B4: 15dec2020. The lcd, user interface, v8000 was returned to the manufacturer for evaluation. Visual inspection revealed no signs of damage or contamination. The lcd cable was not returned with the lcd. A failure investigation (fi) technician installed lcd, user interface into a fi ventilator to duplicate the reported issue. During the unit testing the lcd, user interface was installed in the fi test ventilator and was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24may2020; b4: 09jun2020. H11: e1: institution name corrected to (B)(6). H11: h6: method and results code updated. The customer elected to send the unit in for bench repair. Repairs are pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jul2020 b4: (B)(6)2020 the customer requested that the device be returned to bench for evaluation. The device was received by the philips bench repair on (B)(6) 2020. An evaluation was performed by the philips bench technician and the reported issue was confirmed. In addition to the display issue it was noted that the bezel and end cap has cracks and the device was missing the bottom two feet. The philips bench repair technician replaced the lcd panel, the bezel and end cap, as well as the bottom two feet to resolve the reported issue and the device was shipped back to the customer on(B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 jun 2020.

Event description:
It was reported that the unit had a dim display. The customer reported that the unit's backlight is going out. There was no patient involvement. The customer elected to not send in the unit for repair or have a manufacturer field service engineer come on site. No additional information was provided.